Event description:
This lead was implanted on (B)(6) 2016 and still remains implanted at this time. It was noted on the date that it was difficult to fix the lead possibly due to anatomical reasons. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).